Event description:
It was reported that the pt dislocated 11 yrs after implant with the primary devices (unk) and was subsequently revised in early 2007. Pt dislocated again and was revised a second time. No post op x-ray, or post op reports, or explanted implants are available.

Manufacturer narrative:
The other device involved in the revision was the c-taper head, catalog number 06-3205, lot unk. It cannot be determined whether any device mfg by stryker caused or contributed to the dislocation. Devices are not available for eval.